Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system. Strips not returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 24.4 mmol/l (mobile system) and 7.7 mmol/l (compact plus system). Customer injected an unspecified type and amount of insulin between these 2 tests. He tested at an unspecified time later and the result from the mobile system was 2.1 mmol/l. No adverse event occurred. The manufacturer requested return of suspect product for evaluation.